Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es kept shutting down. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station kept shutting down. The field service engineer (fse) unable to duplicate problem and noted via remote smart service that the station had rebooted 12 times. The fse re-imaged the station, set up remote smart service, and synchronized the data. Functionality was verified through the station application. The system functioned as intended after the field service engineer repaired the device.